Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt's mother reported at 9:59 am, her daughter activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: (B)(6) she took her to the emergency room and upon arrival she was placed on an intravenous therapy of fluids. (B)(6) . At 8:42 pm, the pod was deactivated. She was released from the hospital later that day.